Manufacturer narrative:
The tech adjusted the brake linkage to resolve the issue.

Event description:
Tech alleged that the brake when set, would release when the stretcher is tugged. There was no injury or damages associated with the repair.